Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that after a novasure endometrial ablation, when the physician performed hysteroscopy post ablation a midline fundal perforation of the uterus was visualized. A laparoscopy was performed and no bowel injury was seen. No additional information was received.